Manufacturer narrative:
Device evaluation summary: the medtronic service engineer evaluated the ventilator and replaced the direct current (dc) - dc converter printed circuit board (pcb) and the graphical user interface (gui) pcb. The ventilator passed all testing per manufacturer's specification and was returned to the customer. One dc-dc converter pcba was returned to medtronic for further analysis. Visual inspection of the dc-dc converter pcb determined a blown c82 capacitor rendering the board unsafe to install in a test ventilator. One gui pcba was returned to medtronic for further analysis. Visual inspection of the gui pcb determined thermal damage to the backside rendered the board unsafe to install in a test ventilator. The thermal damage is located adjacent to the blown c82 capacitor on the dc-dc converter board, and was most likely caused by the blown c82. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the installation of a new 980 ventilator, the ventilator failed to power up. The ventilator was not in use on a patient at the time the event occurred.